Event description:
It was reported that the gastrointestinal videoscope exhibited minor stripes on the image. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields- d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to light guide plug was not good. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.